Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and could not get it to unfold in the eye. The lens was removed without any patient incident. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens.